Manufacturer narrative:
(B)(6).

Event description:
It was reported that an infection occurred following pump replacement. It was stated that the "replacement surgery caused infection in the lymph nodes & pump was pressing on the lymph nodes." The pt was in "a lot of pain". The pt was considering pump removal and other hcp options. Additional info has been requested, but was not available as of the date of this report.